Manufacturer narrative:
Contact office address: (B)(4). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 1-2 years ago, he experienced 1/16" border black peristomal skin immediately surrounding the stoma. He went to the emergency room and was seen by a nurse practitioner, who used an unknown product to clean away the black area around his stoma. No diagnosis was provided. The end user stated that it was not a bruise and it was not a build up of adhesive. It might have been urine crystals but he was not sure. The end user did not know his stoma size but estimated it at 25mm. He removed the backing from the wafer, stretched the opening and then applied the wafer. He used unisolve, protective barrier wipe, and eakin seal. His wear time was 5-6 days and leakage was not an issue. No photo is available at this time.